Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, cryoablation was not stopped quickly enough and the patient experienced partial phrenic nerve palsy (pnp). The patient's hospital stay was not extended and the pnp was recovering but it is unknown if the patient was able to fully recover. The case was completed with cryo. No further patient complications have been reported as a result of this event.